Manufacturer narrative:
Please see section a and b5 for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that there was no delay, and no impact on patient outcome.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735736, serial/lot #: 2.1.0, UDI#: (h3,h6) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess). It was reported that the accuracy drifted throughout cases, 3-point touch helped improve registration, and they provided guidance regarding the dental scanner used by the site and the navigation/synergy imaging protocol. It noted the day before that there was a 0.8 accuracy at registration. The accuracy worsened when navigating further into the sinus-- appeared that the surgeon was navigating in the mouth. The flat emitter was being used and the patient had metal in teeth/jaw, the image had an artifact, repeatedly seen with this scanner-- navigation image modification would remove too much of the patient for navigation, the image did not include back of the head fully, but included the sinuses, and the trace pattern did not mimic "christmas tree" up the nose. It is unknown if there was any patient impact or delay.